Event description:
As reported by the user facility: the pump was defective. The filter appears to be broken. Patient received only barely one-third of the therapy, and the treating oncologist has now discontinued the treatment; the patient will not receive the remaining fluorouracil. The patient presented with a small white crystallization on the skin.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submissiosn # k081905.